Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed a higher magnet rate than previously observed during a former interrogation. Boston scientific technical services (ts) discussed the current magnet measurement was likely on the edge of a longevity bin. The pacemaker remains in service and its expected longevity matches the expected per design. No adverse patient effects were reported.